Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the bifuse tubing broke off into maxzero connector while on a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the bifuse broke off into the maxzero connector was confirmed. Magnified inspection of the male luer tip¿s broken surface showed that the break was uneven and jagged, indicating an external application of force. Functional testing was not performed since visual inspection confirmed the breakage. The root cause of the customer¿s experience was the external application of force to the male luer tip.

Event description:
The customer reported that the male luer of the bifuse tubing broke off into maxzero connector while on a patient. There was no patient harm.